Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported seeing the edge of the lens since the day after cataract surgery with an intraocular lens (iol) implant. She also sees flashes of light in the corner of the eye. She is unable to work due to her symptoms. Additional information has been requested.